Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. No scroll bar/ramping numbers without button press noted no unexpected low reservoir alarms or failed battery test alarms noted. Cracked case upper corners of display window, cracked reservoir tube and lip, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 113 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.